Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, when injecting, the lock did not engage and the needle came off, causing the user's finger pricked. The user also said that there were a few that did not lock when removed.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-may-2023. H6: investigation summary: five sealed 32g x 4mm polybags and three photos were returned from lot. No. 2221256, cat. No. 320136. Visual examination was carried out on the returned samples and no issues were observed. A functionality test was also carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, when injecting, the lock did not engage and the needle came off, causing the user's finger pricked. The user also said that there were a few that did not lock when removed.